Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported during inspection for use, the screen became noisy on the image of the olympus bronchovideoscope. There were no reports of any patient harm.